Manufacturer narrative:
The device was manufactured between 11feb2022 and 12feb2022. The device was received for evaluation containing no fluid in the bladder because the distal luer was not closed and the fluid had emptied inside a bag that contained the unit. .visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow of a small volume infusor "stopped". This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.